Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported that the patient experienced two myocardial infarctions. The patient was hospitalized and asked to turn off the device. Multiple attempts were made to obtain additional information regarding the nature of the issue, but no information was available. There have been no reports of further complications regarding this event.